Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow keypad button was sticking and required several presses to elicit a response. The patient also stated the contrast button was unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow and contrast keypad buttons were intermittently unresponsive. The down arrow and ok keypad buttons were responsive. During investigation, evidence of contamination was found under the contrast and up and down arrow keypad contacts.